Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms. The customer¿s blood glucose level was unknown. Assisted customer in performing with self-test. Test was passed. Customer referred to back-up plan. The insulin pump will be returned for analysis.